Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir was herniated and not functioning properly; that specific component was removed and replaced with no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir was herniated and not functioning properly; that specific component was removed and replaced with no patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our quality assurance laboratory, this ams 700 spherical reservoir underwent a thorough analysis. The ams 700 spherical reservoir was visually inspected, and functionally tested. No leaks were identified. Per visual inspection, the ams 700 spherical reservoir was observed to be damaged in a manner consistent with explant; therefore, the reported clinical observations could not be confirmed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.